Event description:
It was reported that there was power port damage during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all in intact; however, the housing was damaged. During functional check, the reported problem was duplicated. There was rear housing assembly damage caused by the customer. The rear housing assembly was replaced.